Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of report, the sensor was removed and the patient reported a potential broken sensor wire. The sensor wire initially appeared shorter than she believed it should be. Upon dexcom technical support explaining to the patient that the wire under the skin is about an half an inch and the total wire is only a little over an inch long she stated that the wire was intact. The patient reported that she experienced no discomfort, and that no medical intervention was required. At the time of the call to dexcom technical support, the patient reported being in good condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.